Event description:
This case was cross reference with (B)(4) (cluster). This unsolicited case from united states was received on 13-dec-2017 from nurse. This case concerns female patient (age unspecified) who received treatment with synvisc one and later after unknown latency patient experienced a severe reaction (unevaluable event). Also, device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose, indication, expiration date: not reported; lot number: 7rsl021) in the knee. On an unknown date in 2017, latency unknown, patient experienced a severe reaction. Patient did not engage in activities such as jogging or tennis soon after the injection. Corrective treatment: not reported for both events outcome: not recovered for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns two patients who has received synvisc one injections from the recalled lot and later had unspecified severe reaction. Causal relationship between the event and the device cannot be assessed completely, as the event details are not known. However, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.